Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter facility name: obstetrics and gynecology hospital affiliated to zhejiang university school of medicine bd did not receive samples or photographs from the customer for investigation of underfill. Therefore, 20 retained samples from bd inventory were draw-tested with water, and all 20 tubes drew within specification. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint was unable to be confirmed for underfill. Bd was unable to identify a root cause for indicated failure mode.

Event description:
It was reported while using the bd vacutainer® 9nc 0.109m plus blood collection tubes two (2) tubes had insufficient negative pressure causing underfilling. No health impact or consequence reported.